Event description:
It was reported to baxter (B)(4) that the reservoir of one ce infusor lv10 device had ruptured during storage. According to the report, the device was filled with ceftazidime (600mg in 240ml of normal saline). The device was stored in refrigeration for 3 days when the reservoir split. There is no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of 'reservoir ruptured' could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).